Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow keypad button had been delayed and was now unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Event description:
Additional information: on (B)(4) 2012, the patient reportedly thought the pump was not delivering boluses due an unresponsive up arrow keypad button.

Manufacturer narrative:
(B)(4), the patient reportedly thought the pump was not delivering boluses due to an unresponsive up arrow keypad button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling near the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.